Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely on (B)(6) 2021 with an alert for a long atrial tachyarrhythmia and or atrial fibrillation episode. It was noted that there was intermittent atrial under-sensing on the patient's pacemaker, leading to inappropriate atrial pacing during an atrial fibrillation episode. No intervention was reported. The patient was stable throughout.